Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after device upgrade, the patient developed a hematoma due to receiving post-operative medications. Evacuation of the hematoma was performed. Four days later, the patient developed superficial lateral suture dehiscence at the device revision site. Pocket was revised.